Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that the analyzer is running with low assay baseline, indicating a partially obstructed optical path, leading to low baseline values and the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, (B)(4), catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (B)(4). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
A customer from the united states alleged that they received influenza b positive results for 7 patient samples testing with the cobas sars-cov-2/influenza a/b assay analyzed on the cobas liat system from (B)(6) 2021 through (B)(6) 2021. Five of the seven same patients¿ samples were repeat tested, analyzed on a different cobas liat system and generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the five samples. There was no repeat testing for the remaining two samples. Patient sample was collected using nasopharyngeal and m4rt universal transport media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. Some of the positive results were reported out to the patients and/or personnel treating the patients and later corrected and reported as negative. Seven (7) mdrs will be filed, one for each patient, as per FDA guidance.